Event description:
Caller states the patient tested 2.2 inr on coaguchek xs system 2 and 1.7 inr on coaguchek s system. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed at a medical facility.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system 2. Reference medwatch is for suspect device in coaguchek s system.